Event description:
It was reported that a user¿s replacement ilet did not complete pairing with a dexcom g7 sensor during initial setup, displaying a persistent pairing status; the user was instructed to toggle the g7 connection and restart the sensor, after which the sensor remained in pairing mode. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included customer service troubleshooting and education regarding g7 pairing and sensor restart. Investigation of this case revealed a pairing failure limited to the ilet-g7 connection, consistent with a connectivity issue without evidence of device malfunction or sensor hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was a transient cgm communication disruption.